Event description:
I had 2 enlarged lymph nodes removed from my breast and axilla area. The biopsy report showed silicone was in my lymph nodes. Because of this and other symptoms I had been experiencing for 4 months, I had my mentor brand silicone breast implants removed in 2006 by dr. After explant, my implants were not ruptured or leaking...yet I had silicone in my lymph nodes, my symptoms included: joint pain in both shoulders, numbness in hands, aching in hands, arms, and feet. I feel lucky to connect the implants with my symptoms at such an early date. I had the mentor implant put in july 2000. I was part of the "study." I was never contacted or followed-up on.